Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the undated x-ray images provided have been reviewed. However, without the additionally requested clinical documentation, a thorough medical assessment cannot be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an unspecified revision surgery to a unknown head prothesis that was performed on an unknown date, the patient experienced a grossly loosening of the richards optifix stem. A revision surgery was performed on (B)(6) 2021 to address this adverse event. The implant was revised to a stryker restoration mod. The current status of patient¿s health is unknown.